Event description:
It was reported to philips that the device's geometry movements were not available. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available. Analysis of log file by rse showed geo ipc communication timed out error. Upon troubleshooting, philips engineer found that the geo ipc did not bootup and the software of geo ipc could not be installed due to the problem in the motherboard of geo ipc. To resolve the issue, fse replaced the geo ipc and after replacement, the system was returned to use in good working order.